Manufacturer narrative:
Analysis identified that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an external neurostimulator for urinary dysfunction/sacral nerve stimulation/fecal incontinence, and gastrointestinal/pelvic floor. It was reported that the patient started the trial with a chronic lead on (B)(6). The rep stated that they were in to place the implantable neurostimulator (ins) and when they went in to the pocket the lead was/became fractured. The rep noted that the health care professional opened the pocket and went to gently wipe the lead and the plastic sheathing pulled back from the contacts and it was filled with fluid. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.